Event description:
It is reported that the device was implanted in 2007, and revised in 2009, due to the locking disengaging from the taper plug of the tibial baseplate. Only locking screw was returned for evaluation.

Manufacturer narrative:
Evaluation summary: the complaint reports states that revision surgery was performed approximately one year after the primary surgery due to disassociation of the locking screw. The screw was returned, however, the taper plug from which it had disassociated was not returned for evaluation. Also, no x-rays were returned for review. Per the surgical technique, the lcck deflection beam torque wrench is to be used with the 4.5mm hex driver bit to torque the locking screw to 95 in-lbs. It is imperative to the function of the device that the locking screw is properly tightened to the recommended 95 in-lbs. Under-tightening of the screw may cause the screw to loosen over time. It is unknown if the screw was properly tightened to 95 n-lbs of torque during the primary surgery. Without additional information, the probable cause of the device failure can not be definitely determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.